Event description:
The patient had reported that their meter would not power on and that they were treated by a medical professional. Medical affairs specialist attempted to contact the patient in 2004 but there was no answer and no option to leave a message. A letter will be sent to try and contact them. The power issue was not resolved with troubleshooting. It is unknown if the patient was treated by a doctor or had visited a hospital. They were feeling hypoglycemic, but unknown if they had attempted to test on the subject meter when feeling low. This case is reported as a meter malfunction since the power issue was not resolved. There is no further clinical information provided.